Manufacturer narrative:
The scope was returned to olympus but the evaluation is in progress. Insufficient information was provided by the user facility regarding the reported event. However, olympus will continue to investigate the reported event to obtain more detailed information. If additional information becomes available, this report will be updated supplemented accordingly.

Event description:
Olympus was informed that at the end of an unspecified procedure, the user facility reported that when the scope was withdrawn from the patient the physician observed that the spout to the objective lens at the distal end of the scope was protruding and reportedly caused a small laceration to the patient. The physician noted the objective lens at the distal end of the scope was not inspected prior to use.

Manufacturer narrative:
This supplemental report is being submitted to provide the physical evaluation of the scope. The evaluation could not confirm the reported ¿spout to the objective lens was sticking out¿ as there was no problems found on the scope. A visual inspection on the received condition of the scope was performed and found no signs of a sharp surface, no missing parts, and no foreign material noted on the distal end cover, objective lens, light guide lens, nozzle, as well as on the bending section cover glue and channel opening inside the biopsy channel and suction channel. In addition, the scope passed the leak test. A review of the scope¿s instrument history was reviewed which showed the scope was purchased on march 2, 2017 and was last serviced on august 15, 2018.